Event description:
Caller reported an issue with a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer was informed that they will receive a pump with updated software and acknowledged the instructions for returning the defective pump to tandem, including putting it into storage mode and using the provided return box and label. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted.